Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had emergency medical service as they felt sick due to insulin reaction and the food as well as customer experienced high blood glucose of 180mg/dl. Customer¿s current blood glucose was 162mg/dl and 144mg/dl. Insulin pump will not be return for analysis.